Manufacturer narrative:
Device evaluation: the lens was returned in a microcentrifuge vial with moisture and residue on the lens. Visual inspection found no visible damage and residue on the lens. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -7.00/2.0/083 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2020. The lens was removed and replaced on (B)(6) 2020 for a longer length lens due to low vault. This resolved the problem. Cause of the event is reported as unknown.